Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
The tip of the wire, approx 2cm went broken. The part of the wire is loose in the subintimal area.